Manufacturer narrative:
An event of device deformity was reported .a returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. There is no indication for a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer septal occluder instructions for use,asd septal occluder abt ous, c that a 10 french sheath is recommend for use with a 30mm septal occluder. A 10 french sheath was used.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was selected for an implant using a amplatzer trevisio intravascular delivery system (atv). During the procedure, the device presented malformation when it was being implanted into the patient. It presented the chalice format, and it was not possible to implant it. Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A 34mm amplatzer septal occluder was selected and implanted as a replacement. The patient is stable.